Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "surgical strategy for benign lesions in proximal femur: internal fixation or endoprosthetic replacement" written by hongyuan liu, xiang fang, zeping yu, yun lang, yan xiong, and hong duan published by international orthopaedics published online 17 april 2018 was reviewed. The article's purpose was to conduct a retrospective study to investigate surgical indications and summarize the treatments strategies of internal fixation (if) and endoprosthetic replacement (epr) to achieve sufficient eradication of benign bone lesions. The products utilized in the epr group are three different constructs. One construct was a non-depuy tumor total hip prostheses consisting of cementless modular proximal stem and cementless cup. Second construct was a cemented allograft-prosthesis composite (depuy solution). The third construct was a total hip prostheses consisting of cementless acetabular cup (depuy pinnacle) and femoral stem (depuy corail). The bearing materials of the head and liner are not identified. As depuy products are only are only identified in the epr group, this complaint captures the adverse events associated with the epr group. Figure 1 and figure 2 are not depuy joint reconstruction products by cross referencing narrative information with caption description. Figure 3 provides radiographic and CT images of a (B)(6) year old patient with r femur total hip prosthesis replacement with no adverse events in caption description. Depuy products in epr group: solution prosthesis (no further information available therefore stem only captured), pinnacle cup, corail stem, unknown femoral head, unknown liner adverse events in epr group: dislocation (treated with closed reduction). Wound complications (no further information provided). Superficial infection (no further information provided).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h5.